Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Event description:
Consumer complaint of low blood glucose results. Caller's husband has blood glucose that is never under 100 mg/dl, it is usually around 130 mg/dl in the morning. Review of memory from the trueresult meter shows a result of 50 mg/dl. No adverse event reported.